Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period feb-2020 through jan-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. The low vacuum error, k8 was not operating, leak observed at k8 even though it is closed. The fse checked with a working drive manifold, under pneumatic test, and found no leak @ k8, also while operating, ki was making proper open/ close noise. The fse checked systems performance on the iabp with trainer & balloon, and was working satisfactorily. Hence, drive manifold was found to be defective, and needed to be replace. The reported issue will be fixed once customer purchases the require spare part. The iabp was returned to the customer as is. Repairs were not completed, and it is unknown when they will be. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) had a low vacuum alarm and not charging on ac. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) had a low vacuum alarm and not charging on ac. There was no patient involvement, and no adverse event reported.